Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-00503. It was reported that patient experienced ineffective and uncomfortable stimulation. Lead diagnostics indicated that there were no impedances. In addition, patient reported having battery site issues and pain at ipg site as it is moving and flipping inside the pocket. Surgical intervention was undertaken wherein the system was explanted.